Event description:
It was reported that the hand pendant is not functioning, wires are exposed and the footboard is not going up.

Manufacturer narrative:
On 04/09/2026 18:29:13 cst(B)(6). Email sent to customer contact to obtain further information related to the customer reported issue. Will await response. On 05/05/2026 14:22:40 cst (B)(6). Email sent to customer contact to obtain further information related to the customer reported issue. Will await response. On 05/07/2026 09:51:45 cst (B)(6). Due diligence has been completed. No additional details are available related to the customer reported issue. Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No medical intervention, serious injury, or follow-up care has been reported. Based on the information reviewed, the event did not involve a death or serious injury, however a reportable malfunction (a malfunction that would be likely to cause or contribute to death or serious injury if the malfunction were to reoccur) is present. This complaint requires a MDR submission, which has been completed and documented.